Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator had an over-sensing issue. Nurse suspected it was fusion. Patient would be monitored and have programming changes performed. Patient was stable throughout event.

Event description:
New information notes that the event was confirmed to be fusion. Programming changes were made. The issue was resolved.